Event description:
Device malfunction: difficult to advance over the guide wire, partial premature deployment. Time of malfunction: during initial insertion into the anatomy. Symptoms/ae: none. It was reported that during an interventional procedure in a proximal, inferior takeoff of the popliteal peroneal artery, resistance was met when the physician attempted to advance the xpert stent delivery system over the guide wire in the anatomy. The sds was pulled back to clean the guide wire when the physician noted that the stent was slightly deployed out of the sheath. A different xpert stent was used in the procedure without issue. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.